Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated conclusion code grid.

Manufacturer narrative:
Updated conclusion,component and results coding grids.

Manufacturer narrative:
Correction to a correction updated due date.

Manufacturer narrative:
Updating case to reflect the death.

Event description:
New information received confirmed the patient did not survive.